Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported by the customer: "please be informed that a targeting device from gamma 3 system basic instrument, was stuck on a long nail yesterday (B)(6) 2025, during a routine proximal femoral nail. In addition to this, we also broke the tip of the spreading screwdriver in an attempt to solve the problem." 5/21/2025 - additional information received from the customer: "I've written answers to the questions sent following the nail getting stuck last friday. My thoughts are that when I first went to disconnect the nail I accidently first tightened it (quite a lot). So I possibly cold welded it to the bolt. The other possibility is if it was cross threaded although I'm not sure that's possible with the system. How was the issue noticed? (During inspection, during surgery, etc¿) - unable to unlock the bolt which holds the nail in the jig. If during surgery, was the procedure completed successfully? How? Yes - new nail and set used to complete operation after removal of the initial nail. Was there any delay caused by this event? Please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay) yes - approx 60mins extra to operative time. Was there need for any unanticipated medical intervention as a consequence? No were there any adverse consequences to the user/patient? If so, please specify. No screwdriver broken trying to unlock bolt. All bits removed from surgical field."

Event description:
As reported by the customer: "please be informed that a targeting device from gamma 3 system basic instrument, was stuck on a long nail yesterday (B)(6) 2025, during a routine proximal femoral nail. In addition to this, we also broke the tip of the spreading screw driver in an attempt to solve the problem." (B)(6) 2025 - additional information received from the customer: "I've written answers to the questions sent following the nail getting stuck last friday. My thoughts are that when I first went to disconnect the nail I accidently first tightened it (quite a lot). So I possibly cold welded it to the bolt. The other possibility is if it was cross threaded although I'm not sure that's possible with the system. How was the issue noticed? (During inspection, during surgery, etc¿) - unable to unlock the bolt which holds the nail in the jig. If during surgery, was the procedure completed successfully? How? Yes - new nail and set used to complete operation after removal of the initial nail was there any delay caused by this event? Please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay) yes - approx 60mins extra to operative time. Was there need for any unanticipated medical intervention as a consequence? No were there any adverse consequences to the user/patient? If so, please specify. No screwdriver broken trying to unlock bolt. All bits removed from surgical field."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the nail holding screw, nail, proximal targeting device and the ball tip screwdriver was returned for investigation. The nail, targeting device and the nail holding screw were stuck into each other. The parts were disassembled, and we can see some dent marks on the surface of the targeting device potentially due to hammering. The external periphery of the nail holding screw is worn out indicating excess metallic contact most probably due to over tightening of the screw in the targeting device. The screwdriver was found broken from tip and cracked at the head indicating the application of excess torsional force and bending stress during usage. There are significant damage marks in the nail near the distal holes indicating mistargeting. It looks like an excess torsional force was applied initially while tightening the nail with the ball tip screwdriver. During surgery, there was mistargeting during distal hole drilling and the drill struck the nail, damaging the corners of nail and enhancing the nail grip in the nail holding screw due to shear forces. While disassembling the nail from the nail holding screw, an excess torsional force was applied as stated in the event description by further tightening the screw instead of loosening which partially welded the assembly. During the assembling / disassembling of the nail in the nail holding screw, the ball tip of the screwdriver got snapped off due to application of excess torsional forces generating a wide crack in its handle as well. The nail holding screw and the target device were separated from the nail and tested with a sample nail, drill and drill sleeve, both the devices were found fully functional in terms of assembly with the sample nail and the drilling alignment. However, the distal targeting device was neither returned nor reported in the event for verification of its role in the distal mistargeting. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by application of excess torsional force while assembling / disassembling the devices. If more information is provided, the case will be reassessed.